Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdts0071 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported on (B)(6) 2020, the infusion port was prepared for infusion. Before inserting the needle, it was found that the needle of the disposable infusion port was leaking. It was immediately discarded and not used.